Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that on (B)(6) 2019, his infusion set came apart from the packaging. Further, it occurred while he opened the clip and noticed that the tubing was detached from the tape and the cannula part. Reportedly, his blood glucose was 354 mg/dl. No further information available.